Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter and could not activate their device. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. Air was noted in the system. The physician found no leak, concluding that there was a connection issue. The patient had no further complications. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.